Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for routine follow up in clinic for evaluation of out of range, high pacing lead impedance noted via remote transmission since (B)(6) 2018. Upon interrogation, it was noted that the left ventricular lead exhibited out of range, high pacing lead impedance and loss of capture at high output. The lead was tested in multiple configurations and loss of capture was noted at high output at one of the configuration. The lead was reprogrammed and tested at high output. A chest x-ray was performed on (B)(6) 2019 and there was no lead fracture. The patient was stable throughout and will continue to be monitored.